Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported irritation at infusion set insertion site which led to high blood glucose levels event occurred on (B)(6) 2026. Patient managed high blood glucose with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.